Event description:
It was reported that the pt underwent a sling procedure. Postoperatively, a cystoscopy was performed and the mesh was noted in the bladder. The surgeon plans to bring the pt to the operating room to remove the mesh.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.